Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up low flow alarms were noted. An echocardiogram and computerized tomography (CT) scan were performed. The CT showed a thrombus in the inflow cannula. The patient received lysis and anticoagulation therapy and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis, which revealed a sustained decrease in power consumption logged on (B)(6) 2018 to parameters below the normal operating range, followed by an increase in power consumption to normal operating range. 4 low flow alarms were logged on (B)(6) 2018. Of note, it was reported that the patient received lysis and anticoagulation therapy and that a computerized tomography (CT) scan showed a thrombus in the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to the reported thrombus at the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.